Event description:
It is reported, three 50 ml syringes with unsealed primary packaging. Additional information: can you confirm how many units of the product had the problem/defect? 3 when was the problem/defect identified: before, during or after use? Before was there any damage to patient's health? If so, please explain in detail. No can you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? (B)(6) 2026.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.